Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: patient got up on (B)(6) 2025 and heard a squeaking sound from his hip. He then went to the hospital, where it turned out that the liner was dislocated, completely tilted 90 degrees and the ard tags were completely deformed. Revision was performed. Hospital states that it had previously seen this problem in a patient with the same size liner/cup. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed that the pinn mar neut 36idx62od shows signs of fracture, multiple rotation device (ard) tabs sheared off. Based on the observed conditions of the pinn mar neut 36idx62od and the metal transfer on the ceramic head it is reasonable to conclude that a disassociation event occurred. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn mar neut 36idx62od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the patient received a corail/pinnal hip at hospital on (B)(6) 2020. Implanted: cup pinnacle: 62, insert: 62/36 poly, stem: corail kho 14, head: 36 ceramic +8.5mm. Patient got up on (B)(6) 2025 and heard a squeaking sound from his hip. The patient then went to the hospital, where it turned out that the liner was dislocated, completely tilted 90 degrees and the ard tags were completely deformed. Revision was performed. Hospital states that it had previously seen this problem in a patient with the same size liner/cup.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10 (concomitant). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient received a corail/pinnal hip at hospital on (B)(6) 2020. Patient got up on (B)(6) 2025 and heard a squeaking sound from his hip. He then went to the hospital, where it turned out that the liner was dislocated, completely tilted 90 degrees and the ard tags were completely deformed. Revision was performed. Hospital states that it had previously seen this problem in a patient with the same size liner/cup. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the pinn mar neut 36idx62od has three out of the six anti-rotation device (ard) tabs of the sheared off. The liner appeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). There are machining lines from the manufacturing process yet visible within the liner which would not be as obviously present if would be more centrally loaded. The fractured ard tabs fragments were not returned for evaluation. Additionally, the inner surface show signs of scratches most likely cause by the extraction attempts. Based on the observed conditions of the pinn mar neut 36idx62od and the metal transfer on the ceramic head it is reasonable to conclude that a disassociation event occurred. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn mar neut 36idx62od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3, h4.